Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high and low blood glucose. The customer's blood glucose at the time of incident was 630 mg/dl, then it went down to 36 mg/dl and currently blood glucose is 180 mg/dl. It was also reported that customer's mother saw huge air bubbles in the set and during fill cannula she was trying to push out the air bubbles but it was not pushing insulin out, then they changed whole set and reservoir again. The customer was neither hospitalized nor admitted for high blood glucose. Based on customer report proceeding in troubleshooting the customer was alleged the insulin pump that it was under delivering the insulin. The device will not be returned for analysis.